Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for atrial arrhythmia burden (aab) was detected on this implantable pulse generator (ipg). Review of the electrograms showed far-field r-wave oversensing (ffrwos) on the atrial channel. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert for atrial arrhythmia burden (aab) was detected on this implantable pulse generator (ipg). Review of the electrograms showed far-field r-wave oversensing (ffrwos) on the atrial channel. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that another alert was generated for aab of at least 1.0 hours in a 24 hour period. The aab alert was increased to greater than 3.0 hours. The device remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.